Manufacturer narrative:
Pump passed operating current and displacement test however, compromised force sensor alarm during prime/delivery test at 4 lbs and motor error alarm during the basic occlusion test due to loose/protruded drive support disk. The motor was tested outside of the device and passed. Unable to verify excessive no delivery alarm due to motor error alarm noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received no delivery alarms, even after set change. Customer's blood glucose was 30 mg/dl and then stabilized at 13.9 mg/dl. Customer did troubleshooting and attempted to push insulin manually and found resistance. Insulin pump passed displacement test. Insulin pump would be replaced.